Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high superior vena cava (svc) coil impedance. The svc coil impedance had been slowly rising along with the rv coil impedance. The lead was scheduled to be reprogrammed and remains in use. No patient complications have been reported as a result of this event.